Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had low blood glucose of 29 mg/dl because his insulin pump was over delivering. Customer stated that he programmed a 2 units bolus and when he looked at his insulin pump it had delivered 3 units. Customer stated that his insulin pump stopped communicating with the glucose meter about 4 months ago. Customer also stated that his insulin pump drive support cap is flush. Nothing further was reported.